Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: unknown, not provided catalog number: a complete catalog number is unknown, as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, information not provided. UDI #: a complete UDI # is unknown as product serial number was not provided. If implanted, give date: unknown, not provided. If explanted; give date: not applicable as the lens remains implanted. Phone number: 0166-37-0800. This report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. Device manufacture date: unknown as serial number was not provided. Device evaluation: the complaint sample was not returned to the manufacturing site (the lens remains implanted); therefore, product testing could not be performed, and the customer's reported complaint could not be verified. Manufacturing record evaluation: manufacturing record review cannot be performed since the serial number is unknown. A search of complaints related to serial number cannot be performed since the serial number is unknown. Conclusion: no sample was returned and the serial number is unknown an investigation could not be performed, and no malfunction is confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after an intraocular lens (iol), model pcb00v was implanted, a white foreign particle was seen on the iol when the backward loop opened. The doctor removed the particle and successfully completed the lens. It was indicated that the foreign particle was not available as it was discarded. There was no patient injury reported. No additional information was provided.

Manufacturer narrative:
Device evaluation: customer provided a video for evaluation. Upon evaluation of the video provided by the customer, it can be observed the insertion of the pcb00 cartridge. During the lens delivery what appears to be a particle is observed near the folded trailing haptic. There is what appears to be a second particle at the upper zone nears the edge of the optic zone. The removal of the particle by aspiration is captured on the provided video. The apparent particles composition is unknown as it was not available for analysis. The preloaded device preparation is not available in the video to be evaluated. Therefore, the reported issue could not be confirmed to be associated to the manufacturing process; a product quality deficiency could not be determined. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.